Event description:
It was reported that the posey bed canopy system model 8060 has a panel zipper that is broken. The reporter did not specify which panel was broken. No pt injury reported.

Manufacturer narrative:
Zipper is broken. Results (other): the zippers slider body is open on the large window a. Conclusions (other): based on the eval of the returned product, the customers claim was confirmed.